Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text : will not be returned to manufacturer

Event description:
Caller states patient tested 3.0 inr via heel stick on the coaguchek xs system while a comparison lab returned as 2.3 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system; however, caller no longer has the test strips; replacement was sent.